Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the surgeon, the patient developed an infection at the implant site. The patient underwent surgery on (B)(6) 2013 to explant the device and debride the site. The patient was administered IV antibiotics post operatively (type, dosage and duration not reported).